Manufacturer narrative:
Initial.

Event description:
It was reported that the user was concerned about not waking to low glucose alerts at night and that the device alerts were not loud enough to wake her. Symptoms included no reported hypoglycemia, injury, or other clinical effects. Outcomes included no interruption of therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education, including setup of a companion application to provide additional alarm notifications. Investigation of this case revealed that the device function appeared operational and that additional alarm redundancy via the companion application was implemented to address perceived alarm audibility. It was concluded, based on previously established findings for similar reports, that the cause was user alarm audibility in the home environment, mitigated through education and configuration of external notifications.